Event description:
When breaking the seal, a small piece of plastic flies off. The nurses have been complaining that the plastic flies up and hits them in the face. A couple of days ago a piece of the plastic had to be removed from a nurse's eye.